Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with an ez steer thermocool non nav 4mm and suffered a cardiac tamponade which required pericardial tap. The patient¿s medical history is unknown. There is no further information about the hospitalization and if any additional intervention was performed. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products used: product name: stockert 70 rf generator us catalog #: s7001 serial (B)(4) product name: location pad us catalog #: m470040 serial(B)(4). Product name: coolflow® irrigation pump us catalog #: cfp002 serial (B)(4). Manufacturer's reference (B)(4).